Manufacturer narrative:
The mayfield base unit (a2101) was returned for evaluation: failure analysis: the unit received with the adjustment nut missing. The shock cushion moved forward in the handle and is impeding the handle from closing and holding properly. The 6-inch transitional had worn teeth and needed to be replaced. The shock cushion and ¼ inch pin are worn. The adjustment wrench has worn threads. Worn and missing parts were replaced. General maintenance and cleaning were performed. Root cause: the reported complaint was confirmed via inspection of the item. The shock cushion had moved forward in the handle and was impeding the handle from closing and holding properly. Unit received required preventive maintenance and replacement of worn parts as a result of wear and tear. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2009). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the gold lever on the mayfield ultra base unit (a2101) was loose and would not latch and tighten. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.